Event description:
Blood glucose results of "240, 150, 132, 306 and 131 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision.